Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, there was difficulty seating the acetabular liner in the cup because the locking ring was deformed and bent. An alternative liner was used to comlpete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: bioloxâ® delta, ceramic femoral head, catalog#: 00877502802, lot#: 2823164. Complaint sample was evaluated and the reported event was confirmed. As returned, the locking ring was in the cup in the correct orientation. One end of the locking ring was bent out of the groove of the cup. The ring is both bent and twisted. This deformation was likely occurred upon attempted implantation and the bent ring stopped the liner in mating with the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510k number k051569